Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine, which occurred during dwell 6/7. The home patient (hp) was connected to the machine at the time of the alarm. The technical service representative (tsr) explained alarm and had the hp close clamps then cycle power to clear the error. The tsr advised to finish with a manual. There was no patient injury or medical intervention associated with this event.